Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh in keil, germany, indicate that the cause of this event was an error in design. Corrective actions have been implemented.

Event description:
The gamma target device broke at the end of the surgical procedure while it was being removed. This event did not cause an adverse consequence to the pt or surgical delay.